Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and noted the high-sensitivity troponin I (tnih) reagent was calibrated successfully, and quality control (qc) was acceptable on the day of the event. Siemens is investigating the issue.

Event description:
The customer obtained a discordant falsely elevated high-sensitivity troponin I (tnih) result for one patient sample on an atellica im 1300 analyzer. The result was reported and questioned by the physician(s). The customer noted that the patient was admitted to the hospital with suspicion of cardiac infarction. The customer used the same patient sample and new samples drawn from the same patient to perform repeat testing on the same analyzer. The repeat results were lower and similar. The customer considered the results to be correct and issued a corrected report. There are no reports of patient intervention or adverse health consequences due to the falsely elevated tnih result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00165 on 27-may-2022. Additional information (17-jun-2022): siemens reviewed the information provided and noted the affected patient sample was not recentrifuged before performing repeat testing on the same atellica im 1300 analyzer. Siemens reviewed the analyzer's sample and reagent trace files and identified no issues for the patient sample ID (B)(6). Further review of the sample probe slope profile indicated that the analyzer needed more pressure/vacuum during the aspiration for the affected sample. Therefore, siemens determined the potential cause for the falsely elevated high-sensitivity troponin I (tnih) result in one patient sample is due to a sample-related issue. Siemens concluded that pre-analytical variables could affect the quality of the sample, and deviation from recommended best practices can impact results. The atellica ch 930 analyzer is operational and requires no further evaluation. Siemens updated section h6 (investigation findings and investigation conclusions) to include new codes.